Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The sample was returned with the funnel and shaft detached. The device appeared to have been used for some time without adequate cleaning and/or maintenance, as there was a large amount of gastric contents that remained. The cuff material was extremely stretched and would not conform back to the shape of the shaft. The ends of the shaft and funnel were then observed under magnification. The area appeared to be jagged and free of any irregularities, embedded foreign materials, and/or manufacturing caused issues. It should also be noted that the inflation lumen appeared to be clear and free of any debris. Given the jagged nature of the damage, it appears that the funnel was forced or ripped off. Additional possibilities that affect device life include unique patient factors such as diagnosis, treatment, surgical procedures, as well as medications, nutrition formulas, and gastric ph. Some patients also ingest food orally when the device is still in place which could also impact the balloon performance of the device. The manufacturing personnel were made aware of the reported issue. No further corrective action will be implemented at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tube was plugged and could not be unplugged. There was a rupture at the y-port.